Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of experiencing a numbing "shocking" sensation in the right leg, regardless of stimulation being on or off. The patient stated the sensation decreased some whenever stimulation was off. Follow up identified x-rays were taken and confirmed the lead had migrated to the pocket site. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient had her lead explanted and replaced with a different model lead.